Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: dec 18, 2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection reveal the lens was received cut into three pieces. The pieces were cleaned and presented with no further issues. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a5: unknown/ not provided. Asku. Device evaluation: product evaluation was not performed because the product has not been received. The complaint issue reported could not be confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. An attempt has been made to obtain the missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that a monofocal toric intraocular lens (iol) was explanted from a patient's left eye due to myopic surprise. The patient has a history of lasik. The incision was not enlarged but suture (10-0 nylon) was made. A replacement lens of the same model, but lower diopter ( 20.0d) was used. There was no patient injury reported. No further information was provided.